Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif with the humeral nail and the screw for humerus diaphyseal fracture. The surgery was completed without any surgical delay. There was a partial injury on the epineurium of the radial nerve near the distal third screw insertion site. The wound had been closed after confirming that there was no nerve transection. After one day, there were nerve palsy symptoms. The surgeon follows up for return of paralysis in 3 to 6 months. The nail rotation was off, and a small skin incision was performed. No further information is available. This is report 2 of 2 for complaint (B)(4).